Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. Customer is calling on behalf of her daughter. The expected fasting blood glucose test result range is undisclosed (daughter is not a diagnosed diabetic). The customer did report symptoms of not feeling well. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the dining room. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/17/2019, and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer calling on behalf of her daughter. Her daughter was not feeling well so she decided to run a blood test using her meter and the meter gave a e- 5 and hi fasting. Customers daughter have not been diagnosed with diabetes and she is not sure what her normal glucose range should be. Review the meters memory and the results in the meters memory are both for herself and her daughter. Customer daughter is feeling well at this time, customer run another blood test using another meter and her daughter results have come down a lot after giving her some cinnamon pills.